Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.

Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The ipg was relocated to a different area. The patient was reportedly doing well after the revision.